Event description:
The user had the device for about a year. The initial reporter stated that her husband was using the device to get up, and a couple of the legs fell right off, and he fell backward and hit his back on the back of the toilet, and his head swung backwards. The user did not have any marks or bruising, and did not seek/receive any medical attention. After further investigation from the maintenance man, some of the height adjustment knobs were missing. The maintenance man put in some screws to temporarily hold the legs on. The event is reported as having occurred on laminate surface material. The device involved with this event was returned to compass health brands and evaluated on 6/16/2017. The customer's complaint could be confirmed from a review of the returned device. The customer did not return the four c-clips and/or the four hand screws with the unit. The missing hardware is necessary for the unit to be used safely. The unit still assembled without the hardware, but not fully. The device overall was unable to fully test without its original hardware.